Event description:
It was reported that during initial implant, the setscrew for the lv lead could not be fastened, and the setscrew appeared twisted. The implantable cardioverter defibrillator (ICD)  was not used and a different ICD was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).